Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured gastrointestinal (gi) bleed with a "possible" relationship to the impella 5.5 device used: ¿3/6. Large blood bm x 2 with hypotension, heparin stopped, vasopressin initiated along with blood transfusions 3/7. Additional gi bleed 7 units of prbcs and 1-unit ffp¿. The patient recovered with no sequelae. It was further reported that care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. No product was returned. The cause of the vascular damage- peripheral vessel issue was not determined since the product was not returned, unknown relation to impella with gastrointestinal bleed being observed and due to insufficient information. G.2 revised as study was missing from the initial manufacturer device report number 1220648-2025-25274.